Event description:
Customer, (B)(6) general hospital, complained of blood leaking from arterial vascular graft after implantation in the right leg. Customer stated the leaking was from a hole in the graft on (B)(6) 2006. The vascular graft serial number was either (B)(4), due to confusion by the customer during implantation. The vascular graft in question was returned in hospital packaging for evaluation.

Manufacturer narrative:
Review of recent complaint/MDR records do not reflect significant similar incidents of vascular graft leaking injury or interventions. Artegraft quality management does review complaint trending for similar types of problems and issues on a periodic basis. This will continue per standard procedure. Ca as required.